Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain since the essure insertion / left sided pain/worsening pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "md implanted the essure device in left fallopian tube, because she had already undergone a right salpingectomy before implantation". The patient's medical history included salpingectomy partial. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual periods / excessive bleedings"), fatigue ("fatigue"), allergy to metals ("abnormal bleeding /hypersensitivity"), genital haemorrhage ("abnormal bleeding ") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (supracervical abdominal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, fatigue and allergy to metals was resolving and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the medical records show that plaintiff was prescribed provera to treat her symptoms. Plaintiff symptoms have improved since she had the essure device surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: showed that the left tube was occluded. Diagnostic results: on or around (B)(6) 2016, plaintiff burns underwent a transvaginal ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received- new event abnormal bleeding, autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain since the essure insertion / left sided pain/worsening pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "md implanted the essure device in left fallopian tube, because she had already undergone a right salpingectomy before implantation". The patient's medical history included salpingectomy partial. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual periods / excessive bleedings"), genital haemorrhage ("abnormal bleeding "), allergy to metals ("abnormal bleeding /hypersensitivity"), fatigue ("fatigue") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (supracervical abdominal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, allergy to metals and fatigue was resolving and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the medical records show that plaintiff was prescribed provera to treat her symptoms. Plaintiff symptoms have improved since she had the essure device surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: showed that the left tube was occluded. Diagnostic results: on or around (B)(6) 2016, plaintiff burns underwent a transvaginal ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain since the essure insertion / left sided pain") in a (B)(6)-year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "md implanted the essure device in left fallopian tube, because she had already undergone a right salpingectomy before implantation". The patient's past medical history included salpingectomy partial. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/ intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual periods / excessive bleedings"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (supracervical abdominal hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, fatigue and allergy to metals outcome was recovering. The reporter considered pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, fatigue and allergy to metals to be related to essure. The reporter commented: the medical records show that plaintiff was prescribed provera to treat her symptoms. Plaintiff symptoms have improved since she had the essure device surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: hysterosalpingogram result was showed that the left tube was occluded. On or around (B)(6) 2016, plaintiff burns underwent a transvaginal ultrasound to evaluate her symptoms. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic /pain left sided pain. This event is anticipated in the reference safety information for essure. Coil was removed approximately 5 months after insertion. Pelvic pain may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for this was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
.This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain since the essure insertion / left sided pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "md implanted the essure device in left fallopian tube, because she had already undergone a right salpingectomy before implantation". The patient's past medical history included salpingectomy partial. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual periods / excessive bleedings"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (supracervical abdominal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, fatigue and allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: the medical records show that plaintiff was prescribed provera to treat her symptoms. Plaintiff symptoms have improved since she had the essure device surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: showed that the left tube was occluded on or around (B)(6) 2016, plaintiff burns underwent a transvaginal ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic/pain left sided pain. This event is anticipated in the reference safety information for essure. Coil was removed approximately 5 months after insertion. Pelvic pain may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for this was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.